Event description:
It was reported that the display of the compressor did not light up. There was no patient harm. (B)(4).

Manufacturer narrative:
It was reported that the display of the compressor did not light up. There was no patient harm. It was later reported that the compressor transformer was faulty. After transformer replacement, the compressor worked without deficiencies and was returned to normal use. No part was returned. If the reported faulty condition occurs during operation, the compressor will fail to deliver compressed air. A connected ventilator will then switch to pure oxygen delivery and alarms for high oxygen concentration will be generated. If no oxygen is connected to the ventilator, ventilation will stop as a worst case scenario. Alarms will be generated. The conclusion in this matter is that the compressor transformer was reported broken. As no goods were returned for investigation, the cause of why the transformer malfunctioned could not be determined. H3 other text : 4114

Event description:
Manufacturer ref.#: (B)(4).